Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the b button was unresponsive. The customer reported that the screen would show dashes when the pressing the b button. The customer's blood glucose was 402 mg/dl at the time of incident. The customer's blood glucose was 70 mg/dl at the time of call. The customer stated that she forgot to take insulin which caused the high blood glucose. The customer stated that the insulin pump was able to rewind. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.